Manufacturer narrative:
Section a. Patient information was not provided. Motor MFR # (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag booted up and the circuit was primed as expected. The centrimag was placed recirculating at 4000 rotations per minute (rpm) in the extracorporeal membrane oxygenation (ECMO) closet and plugged into the red outlets. When the cart was pulled from the closet to initiate support on a new patient, it was noted that the rpms were at zero when it should have been at 4000 rpm. It was thought that someone had adjusted the speed, and the system was used to initiate ECMO on the patient. No alarms or alerts were present when the system was pulled from the closet. A couple days later, audible and visual alarms were noted while the patient was being supported on this console, motor, and circuit. The rpms and flow were both zero. An emergency switch to the backup equipment was performed. No adverse impact to the patient was noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system stopping unexpectedly was not confirmed. The centrimag console (serial number (B)(6)) was not returned for analysis, and no log files were associated with the reported event. Per additional information, further atypical events were not reproduced at the clinic. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿appendix 1 ¿ console alarms and alerts¿ instructs users on how to read and respond to all alarms that sound from the centrimag system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the console and motor were placed on a training loop with the same speed and flow as the time of the event for multiple days. The event was unable to be recreated.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the display pcb was observed to be shattered. The reported event of the centrimag system stopping unexpectedly was not confirmed. The returned centrimag console (serial number (B)(6)) was functionally tested at the service depot and performed as intended, and atypical pump stops or losses of rpm were unable to be reproduced throughout all testing. A log file was extracted from the returned centrimag console, and the log file did not capture any atypical events. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M, ¿table 15: console maintenance schedule¿) instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿appendix 1 ¿ console alarms and alerts¿ instructs users on how to read and respond to all alarms that sound from the centrimag system. No further information was provided. The manufacturer is closing the file on this event.